Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (procedure date unknown) using a pelvic floor repair kit (exact type unknown), the physician had "2 or 3 occasions [where] one of the mesh arms broke." The physician stated that he could find the end of the affected mesh leg, but had a "little bit of a struggle." It is unknown if the mesh arms broke and fell inside the patient. No further information regarding the event, the patient, or the procedure has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the physician "[went] back and kind of [found] the end of [the mesh arm]". Based on this reported information, intervention was performed.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
'Describe event or problem', 'adverse event or product problem', and 'outcomes attributed to adverse event' fields updated with corrections.